Event description:
It was reported when using the pyxis medstation es system that it had a software issue. Pyxis was stuck on the loading screen. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by software issue. The technical service engineer updated the window's software to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.